Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed. The coil was stuck inside a cook catheter. There was blood present on the fiber bundles and in the hub of the cook catheter. The coil and catheter were soaked in hot water in order to retrieve the coil, however, the coil still could not be retrieved from the catheter. The main coil was found to be kinked. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
It was reported that the coil was stuck in the catheter's tip while partially deployed. A 12mm x 40cm interlock¿-35 was selected and advanced to treat the target lesion located in the pelvic vein. During the procedure, the physician advanced and deployed the coil at approximately 20cm into the desired position. However, the coil was stuck and would neither advance or retract back in the catheter. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the coil was stuck in the catheter's tip while partially deployed. A 12mm x 40cm interlock¿-35 was selected and advanced to treat the target lesion located in the pelvic vein. During the procedure, the physician advanced and deployed the coil at approximately 20cm into the desired position. However, the coil was stuck and would neither advance or retract back in the catheter. The procedure was not completed. No patient complications were reported and the patient's status was stable.